Manufacturer narrative:
Device evaluated by MFR.: promus element plus, mr, ous 2.50x16mm stent delivery system was returned for analysis. Device returned with bsc mandrel and stent protector still attached. Device soaked in water bath. Unable to remove stent mandrel after soaking device due to it being stuck inside the device, most likely due to a build-up of dried media. They were unable to track guidewire due to mandrel stuck in device. Examination of the stent identified stent damage. Stent strut at the very proximal end lifted from the crimped stent position. The stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Examination of the tip found no tip damage. Examination of the hypotube found no damage. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no damage. No issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. A 2.50x16mm promus element plus drug eluting stent was advanced but failed to reach the lesion. The device was removed and it was noticed that the end of the stent strut was lifted. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable. It was further reported that the lesion was 90% stenosed, mildly tortuous and mildly calcified.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. A 2.50x16mm promus element plus drug eluting stent was advanced but failed to reach the lesion. The device was removed and it was noticed that the end of the stent strut was lifted. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.